Event description:
Event description boston scientific received information that during the attempted implant of this left ventricular pacing lead the whisper wire fractured near its distal end. While flushing the lead, fluid escaped from lead about 1 - 2 inches back from the distal end of the lead. The distal portion of the whisper wire came out of the distal end of the lead and became lodged in the patient's anatomy. The physician was unable to extract this distal portion of the wire.